Manufacturer narrative:
(B)(4). Evaluation summary: the actual device was evaluated. Microscopic inspection of the device revealed an inverted septum. There was a mark on septum just above the inversion. Subsequently, the septum was removed from the y site housing, and there presented a center slit and two marks in the opposite bottom and top surface. Due to the nature of the defect the sample could not be functionally tested. The reported issue was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set had a collapsed septum in the upper injection site during patient use. The reporter stated that ¿about 1/3 of the port is missing¿ and that the rubber stopper is ¿flipped on its side¿ and ¿sitting vertical to the hole.¿ this was noticed when an anesthesiologist attempted to access the port with an unknown device. There were no abnormalities observed by the reporter prior to using the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.